Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that fracture was also observed on the lead.

Event description:
It was reported that a patient presented in the emergency room. The patient received multiple inappropriate shocks due to noise on the rv lead. High lead impedance alert was noted. The helix retraction was unsuccessful. The lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 9.7cm was returned for analysis. External insulation abrasion was noted at 6.8-7.0cm from the connector pin, consistent with lead friction to the device can. The silicone insulation was intact at this location.